Event description:
Customer reported a false negative reactions with a patient confirmed to have an (B)(6) to all (B)(6) donors (cell#1, 2, 5 and 11) of the 0.8% resolve panel a lot# vra212. Customer reported initially testing each sample against 0.8% surgiscreen where a 1+ reaction was noted against cell#1. Based on the negative reactions against the listed panel a, the customer tested the patient sample against the 0.8% resolve panel b and reports all (B)(6) donors to have reacted 1+. All described testing performed by manual method in the mts anti-igg gel cards with 15min incubation. Testing was repeated with the listed panel a and all negative results were duplicated. Repeat testing again performed with 15 min incubation. All reagent red cells and gel cards confirmed to have normal appearance and stored according to the IFU indications.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).